Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The following products were used during the procedure: a 7f jl3.5 guiding catheter, a run through ns guidewire, a medtronic inflation device and a high torque balance guidewire. Information received from a representative indicated that a firestar balloon burst and a cypher stent dislodged during a coronary artery intervention. The patient was admitted for a procedure with a lesion in the proximal left circumflex. The lesion was heavily calcified and the vessel was tortuous ("s" curve). The lesion was pre-dilated with a balloon catheter. Then a 2.5 x 15mm firestar balloon catheter was being used (as the physician wanted a bigger size), but it did not cross the lesion. Therefore, a 2.0 x 10mm firestar balloon catheter was used, but it burst above the rated burst pressure. Then, a 2.5 x 8mm cypher select plus stent failed to cross the lesion. The physician tried to remove the cypher and found that the stent had dislodged in the guiding catheter. The physician noted that part of the stent strut edge was flared. The physician decided to change the guiding catheter and inserted a high torque balance heavy weight guidewire through the lesion. Then a 3.0 x 18mm cypher select plus stent was used, but it did not cross the lesion either. Therefore, a 2.0 x 10mm score flex cutting balloon was used to complete the procedure and there was no stent implanted. There was no patient injury reported. One non sterile cypher select + 2.50mm x 8mm was received coiled inside a plastic bag. The stent was not returned. The balloon had not being inflated. Residues of inflation media were observed in the inflation lumen. During microscopic analysis marks of bumping and crimping were observed on the balloon. Crossing profile of the stent could not be measured since the stent was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon burst could not be confirmed as the product was not returned for analysis. Review of the information provided does suggest that vessel/lesion characteristics (heavily calcified) and/or procedural factors (exceeding rate burst pressure) may have contributed to this reported event. The customer complaint of stent dislodgment was confirmed through failure analysis. Review of the information provided also suggests that vessel/lesion characteristics may have contributed to the reported event. Failure to cross and strut up-lift could not be confirmed; however, again vessel/lesion characteristics may have contributed to these events also. There is nothing to indicate that there is a design or manufacturing related issue therefore no corrective action is needed.

Event description:
The patient was admitted for a procedure with a lesion in the proximal left circumflex. The lesion was heavily calcified and the vessel was tortuous ("s" curve). The lesion was pre-dilated with a balloon catheter. Then a 2.5 x 15mm firestar balloon catheter was being used (as the physician wanted a bigger size), but it did not cross the lesion. Therefore, a 2.0 x 10mm firestar balloon catheter was used, but it burst above the rated burst pressure. Then, a 2.5 x 8mm cypher select plus stent failed to cross the lesion. The physician tried to remove the cypher and found that the stent had dislodged in the guiding catheter. The physician noted that part of the stent strut edge was flared. The physician decided to change the guiding catheter and inserted a high torque balance heavy weight guidewire through the lesion. Then a 3.0 x 18mm cypher select plus stent was used, but it did not cross the lesion either. Therefore, a 2.0 x 10mm score flex cutting balloon was used to complete the procedure and there was no stent implanted. There was no patient injury reported.